Event description:
On (B)(6) 2014, the lay-user/patient contacted lifescan (lfs) USA, requesting assistance to view her logbook on the onetouch ping meter. This complaint was classified based on the customer care advocate (cca) documentation and the follow-up information obtained on (B)(6) 2014. During the follow-up call back, the patient was not incline to provide detail information about the reported incident. The patient indicated that the subject meter and insulin pump is not user friendly and she was not comfortable with the system. The patient indicated that she had some low blood glucose in the morning time while she used the subject meter in the last year and a half. There was no allegation of a product malfunction associated the reported low blood glucose incidents. There was no report of any required medical intervention associated with the subject meter. The patient was able to view her logbook accordingly with training. The reported issue was resolved. This complaint is being reported because the patient had ¿low blood glucose¿ while she managed her diabetes with the subject meter.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.